Event description:
Somarad digital x-ray radiography system was in use in (B)(6). The unit moved without the operator actuation of the movement controls and collided with the pt table. No pt involved in this event. No injury to any health professional. No accidental radiation exposed.

Manufacturer narrative:
Imix is reporting this incident as manufacturer and system integrator of sonorad digital radiography system which integrates imix digital radiography detector with the stand manufactured by (B)(4). Based on the preliminary investigation, initially, it was considered as an isolated incident and an error by the operator and the investigations did not reveal any root cause for the problem. After further studies and engineering evaluation of the unit, it was determined that an interference introduced by the electrical noise from the external key pad control unit could result in such a movement. All other possible scenarios were ruled out. As a corrective action, a field notice was issued to disconnect the external key pad control unit. This does not have an effect on functionality or safety of the device. (B)(4). Imix's internal corrective action (B)(4) will continue until effectiveness of the corrective/ preventive action is confirmed. (B)(4).